Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The physician attempted to reposition the lead; however, the helix could not be retracted. It was decided to surgically abandon this lead and replace it. No additional adverse patient effects were reported.